Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube and pump received with broken battery tube threads.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 339mg/dl at the time of the incident. The customer was playing softball and while batting a piece broke off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.